Event description:
Same case as MDR ID#: 2134265-2015-01168. It was reported that during completed total occlusion treatment procedure, a catheter entrapment occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) with total occlusion. A stingray catheter and a stingray guidewire were selected. During the procedure, the catheter entrapped on the guidewire. Both devices were removed together and replaced with other devices. A 2.50x24mm promus premier stent was advanced but failed to cross the lesion and defective tip was noted. Another 2.25x8mm promus premier stent was then selected but the same issue occurred. Both stents were removed. The procedure was completed with a rebel stent. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR ID#: 2134265-2015-01168. It was reported that during completed total occlusion treatment procedure, a catheter entrapment occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) with total occlusion. A stingray catheter and a stingray guidewire were selected. During the procedure, the catheter enwrapped on the guidewire. Both devices were removed together and replaced with other devices. A 2.50x24mm promus premier stent was advanced but failed to cross the lesion and defective tip was noted. Another 2.25x8mm promus premier stent was then selected but the same issue occurred. Both stents were removed. The procedure was completed with a rebel stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: microscopic examination of the returned device presented no damage or irregularities to the balloon of the device. Microscopic examination and tactile inspection presented no damage to the lumen of the device. The inner diameter (ID) of the catheter was measured within the stingray catheter specifications. The stingray guidewire used in the procedure was received with this device. Functional testing was performed by loading the stingray guidewire through the entire length of the stingray catheter with no resistance. Inspection of the device presented no other damage or irregularities. No damage or issues were identified during the product analysis. The stingray catheter was used with a .014¿ guidewire; therefore, there is no indication of a compatibility issue. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4).